Event description:
A healthcare professional reported that a faulty nozzle was identified during an intraocular lens (iol) implantation procedure.additional information has been received stating that plunger is defective, there was a bent. There was patient contact and no patient harm was reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.the manufacturer internal reference number is: (B)(4).